Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging irritation respiratory tract irritation kidney disease/toxicity. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging irritation respiratory tract irritation kidney disease/toxicity. No medical intervention was specified by the patient. Using a known good power supply and power cord, product investigation laboratory confirmed the device powered on and provided airflow. Product investigation laboratory observed the blower making a whirring noise when power is on, most likely from the liquid ingress in it. During review of the error logs, product investigation laboratory determined the device was likely reset prior to product investigation laboratory receipt due to having 16663.4 machine hours and 0 blower and therapy hours. Errors logged include there were 9 instances of e-53 (err_comp_log_sem_timeout), a continue error, 1. Load latest software version if not up to date. 2. Clear error log and test. 3. If error continues, replace therapy pca. These errors were not reproduced with continued usage and do not impact this investigation. Care orchestrator data was not available for download. During the investigation, product investigation laboratory observed an unknown dust contaminant on the top cover, inside the iso port, side panel, pca, blower cap, right side assembly, blower, blower housing, bottom enclosure, and air inlet seal. Product investigation laboratory observed gray hairlike contaminant on the top cover, inside the iso port, side panel, pca, blower cap, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on and inside the blower, and blower housing. Evidence of sound abatement foam degradation/breakdown was not observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated.